Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02193. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure for an in-stent restenosis in the superficial femoral artery (sfa) using an indigo system separator 6 (sep6) and an indigo pump max canister (canister). During the procedure, while using the sep6 with an indigo system aspiration catheter 6 (cat6), the physician noticed that the indigo system was not aspirating properly. Upon checking the system, the hospital staff noticed that the canister had a crack in the side. Therefore, the canister was replaced with a new one and aspiration worked without issues. Later in the procedure, the scrub technologist inadvertently knocked the sep6 onto the floor. Therefore, the procedure was completed using a new sep6. There was no report of an adverse effect to the patient.